Event description:
Complainant alleged that during functional testing, the device was unable to switch modes. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The failure condition was observed during the investigation. The pediatric button was observed to be severed from device, preventing access to pediatric mode. The pediatric button was replaced to remedy. No emerging trend based on similar reports.